Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information received via legal document reported patient had a revision procedure eight years post-implantation due to adverse local tissue reaction, elevated ion levels and metallosis. Legal document states that during the removal of the head, there was evidence of corrosion on the trunnion of the femoral component as well as the internal portion of the cobalt chromium femoral head. There was stamping of the grooves and evidence of discoloration along the entire trunnion of the femur. There was darkened material at the rim of the femoral head consistent with grade iii-IV trunnion corrosion. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Investigation remains unchanged. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00158-4, 0001822565-2017-01463-4.

Manufacturer narrative:
Concomitant products: item #00620205022, trilogy shell with cluster holes, lot#61315222. Catalog #00630505032, trilogy liner, lot#00630505032. Catalog #00625006520, bone screw, lot #unk.

Event description:
It is reported the patient was revised due to pain due to corrosion between the head and stem. The femoral head and poly liner were revised.